Event description:
It was reported that an alert triggered for oversensing and impedance increase on the right ventricular (rv) lead. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, implantable cardioverter defibrillator, (B)(6) 2008; 5592, implantable pacing lead, (B)(6) 2008. (B)(4).